Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and an infrarenal aortic extension on (B)(6) 2013. A follow up computed tomography (CT) scan showed a potential type 3b endoleak with aneurysm sac growth. The physician elected to reline the original graft and implanted an additional bifurcated stent and a suprarenal aortic extension to seal the leak. The patient is stable.

Manufacturer narrative:
The clinical assessment was based on patient images and no patient medical records. At the completion of the clinical evaluation, based on the information received, the reported aneurysm sac growth and type 3b endoleak could not be confirmed. Additionally there was evidence to reasonably support the following observations; the presence of type ia endoleak and a type 2 endoleak from the distal lumbar arteries. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. Based on the information available the root cause of the reported event is unknown.